Manufacturer narrative:
As additional information received clarified that the knife was found to be blunt during surgery, but prior to any patient involvement, this reported event no longer represents a reportable malfunction of the reported device. No further reports will be submitted for this report(B)(4)

Event description:
Additional information received clarified that the knife was found to be blunt during surgery, but prior to any patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during a surgery an ophthalmic knife was found to be blunt. There was no patient harm reported. Additional information has been requested but none was received.